Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave hybrid intra aortic balloon pump (iabp) had blood back. There was patient involvement reported. No harm or injury reported.